Event description:
It was reported that during a da vinci si hysterectomy procedure, customer noted frayed and smoking wires on the permanent cautery spatula instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument yaw pulley exhibited char marks adjacent to the damaged wire section. Charring was evidence of an arcing event. Instrument passed electrical continuity test. No other damage was found.